Event description:
The reporter indicated that a 12.6mm vicmo12.6 -7.00 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged due to lens tear/break during injection/delivery into the eye and the problem resolved. It was reported that there was no injury to the patient. Cause of event was unknown.

Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).